Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v389407, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v372858, implanted: (B)(6) 2010. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient had the ¿second probe¿ put in, the patient bled out during or after the procedure and ¿became disabled.¿ ¿second probe¿ may refer to a second electrode. It was noted that the patient was not officially disabled and was in neuro intensive care for 25 days and was hospitalized for 61 days.